Manufacturer narrative:
The event of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV, lymphadenopathy.

Event description:
Patient reported "joint pain, headaches and anxiety. New symptoms added and increased. Symptoms at time of explant included capsular contracture, swollen lymph nodes, arthritis, depression, anxiety, brain fog, fatigue, memory issues, trouble concentrating, issues falling and staying asleep, sensitivity to light and sound, cold hands, feet and tip of nose, irregular periods, ringing in ears, gastrointestinal issues, low libido, sensitivity to heat and cold, easy brushing and slow healing". Patient later reported the baker grade to be IV. Healthcare professional reported baker grade iii. This record represents the right side. Device has been explanted.